Manufacturer narrative:
A ge service rep performed an onsite investigation. The hv cable connectors at the x-ray tube were re-lubricated and reseated. The system was allowed to fully charge. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported multiple system error messages displayed, including 'overload fault' errors. This error is likely to result in an immediate loss of system functionality and an un-commanded shut down. There is no report of a patient injury or death associated with the event.